Event description:
Upon nurse removing huber needle, needle pulled completely back out of safety device. Needle pulled back easily and was not forced back. Needle was exposed after removal, instead of locking in safety device as it should.